Event description:
It was reported that the ventricular lead exhibited low impedance. The patient was asymptomatic. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 indicated that the atrial lead exhibited low impedance. The lead was reprogrammed. No patient symptoms were reported.